Event description:
Reporting status: serious injury/required intervention. Reporting rationale: perforation not sealed, requiring medical intervention. Device issue: failure to advance. It was reported that a perforation occurred with the use of another device which required treatment with a graftmaster stent. A 5.0 graftmaster and a 4.5 graftmaster could not cross the lesion; therefore, another device was used to seal the perforation. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the device was in working order and left abbott vascular instruments as per specifications. Info regarding additional intervention to seal the perforation is not provided in the incident report. The device was not returned for investigation; therefore, no complaint route cause can be identified. A second graftmaster stent indicated is being reported under manufacturer number 2024168-2008-00476.